Event description:
It was reported that upon pulse generator interrogation, a -error in pacemaker software has occurred- message appeared. On a surface electrogram, there was no visible pacing activity, and the patient's intrinsic rate was 46 beats per minute. The patient was symptomatic. The device gave no magnet response. A download was unsuccessful, and a backup vvi message was displayed. Ventricular pacing was then seen at 67.5 pulses per minute. The pulse generator w as replaced.

Manufacturer narrative:
No medwatch form was received - symptomatic.